Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, the first attempt at a firmware upgrade failed and delivered inappropriate therapy. Once successful upgrade was accomplished, the inappropriate therapy stopped. It was also noted that the patient became unconscious and recovered in ten minutes. After a monitoring period, the patient left the exam room.